Event description:
It was reported that the customer was hospitalized with high blood sugars. Troubleshooting revealed the infusion set was changed the morning of the incident, however, the pump did not alarm during the high pressure test.